Event description:
Description of event according to initial reporter: an anonymous patient called in and spoke to the customer support manager. The patient has reported he had an inferior vena cava filter placed in his right thigh 2 years ago. In the past two years the filter has moved to the patient's lungs poor causing health conditions. Patient is on oxygen and a lot of medications.